Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -10.00, (B)(4). Method: evaluation method: lens work order search. Results: a lens work order search revealed there was one similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer -10.00 diopter lens in the patient's left eye (os) on (B)(6) 2014. The patient experienced an inflamed eye and blurred vision. Suspected endophtalmitis was diagnosis and the lens was explanted on (B)(6) 2014. No other lens was implanted. Post-op visit on (B)(6) 2015 - bcva was 20/20.